Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that organon follistim pen® 2nd gen pen ii was unable to deliver medication.the following information was provided by the initial reporter: the pharmacist reported follistim pen starter kit inj when the consumer, who is also a physician, attempted to administer her dose, she was able to dial her dose and press the button down but the plunger part of the pen did not move when the button was pressed and no dose was delivered. The pharmacist denied any quality issue related to the cartridge. The pharmacist reported the patient put the cartridge into a new pen and was able to administer the dose successfully. The pen is available for retrieval from the consumer. The pharmacist reported no replacement of the pen is needed. The pharmacist reported this happened sometime this week, but did not know which day.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that organon follistim pen® 2nd gen pen ii was unable to deliver medication. The following information was provided by the initial reporter: the pharmacist reported follistim pen starter kit inj when the consumer, who is also a physician, attempted to administer her dose, she was able to dial her dose and press the button down but the plunger part of the pen did not move when the button was pressed and no dose was delivered. The pharmacist denied any quality issue related to the cartridge. The pharmacist reported the patient put the cartridge into a new pen and was able to administer the dose successfully. The pen is available for retrieval from the consumer. The pharmacist reported no replacement of the pen is needed. The pharmacist reported this happened sometime this week, but did not know which day.